Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was difficult to implant due to patient anatomy and the lead dislodged during slitting of the delivery catheter. The lv lead was not implanted and the physician chose to utilize bi-ventricular pacing only. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.